Manufacturer narrative:
The technician found the side rail latch mechanism is sticking due to a build-up of feeding fluid in the latch mechanism. The technician cleaned the side rail latch mechanism to resolve the issue.

Event description:
The account alleged the side rail will not latch in the upright position. No patient impact.